Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. (B)(4). Concomitant products: 694765, implantable tachy lead, (B)(6) 2010; d274trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 4058m52, implantable pacing lead, implanted: (B)(6) 1995.